Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe). The following additional information was provided: the review of the provided images is consistent with the complaint of a broken wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument was noted to have broken wire. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument did not collide with any other instrument or tool during the procedure. The reporter was not sure if there was any issues related to opening/closing of the grips. There was no issues related to left/right (yaw) motion of the grips and no issues related to up/down (pitch) motion of the wrist. There was a one cables visibly protruding from the distal end of the instrumen. Reporter was not sure if the protruding cable was the one that controls opening/closing of the jaws nor the one that controls up/down motion of the wrist.